Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons, service code 204) was confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204 and the response buttons were not functional. The response button failure was isolated to the response button covers were missing and the contacts were corroded. Additionally, the monitor's electrode belt connector was broken free and missing from the monitor enclosure. The cause of the code 204 is the damaged receptacle. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. The root cause for the damaged receptacle was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response buttons were not functioning and that the patient was experiencing a service code 204 (belt/monitor unusable).